Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose level. Customer's blood glucose level at the time of incident was 33 mg/dl. Customer ate something to treat low blood glucose level. Customer declined troubleshooting for low blood glucose level. Customer was using auto mode feature at the time of low blood glucose event. Customer was assisted with troubleshooting for calibration error. The insulin pump will not be returned for analysis.